Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer reused insulin from an old cartridge. Customer's blood glucose was 282-371 mg/dl.